Manufacturer narrative:
The investigation for the low pump flow has been completed. Returned complaint device visually inspected. Cannula kink near inflow cage observed. Big chunk of biomaterial around impeller, purge gap and in the outflow cage observed. Diagnostic catheter attached through the rp flex cannula and dried biomaterial accumulated inside the cannula. It looks the catheter passed through the cannula during explant in order to gain wire access to the access site to put another pump in to clamp the cannula to do this. Cannula kink may occurred during removal. Data logs were reviewed finding suctions occurred. High purge pressure observed. Motor current (mc) spike outside of p-level changes occurred with drop in flows per reported event. No positioning issue observed. The root cause of the low pump flow issue most likely was biomaterial ingestion.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella rp while on patient support flows decreased and purge pressure was high. The impella rp was exchanged. The patient survived the event.